Event description:
Patient reports "health is failing", left side rupture diagnosed by MRI, and "worried that something worse is going to happen". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5100976. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade iii and "exchange from textured to smooth due to concern with the product." Healthcare professional additionally reported left side "swelling;" this event is not related to the device. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.4, h.6.

Event description:
Healthcare professional reported a left side rupture, capsular contracture, baker grade iii and "exchange from textured to smooth due to concern with the product." Healthcare professional additionally reported left side "swelling;" this event is not related to the device. Device remains implanted.